Event description:
On (B)(6) 2010, the call was about diagnostics/impedances-reported reading >4000 ohms on some of the bipolar pairs, and >400 ohms on all or some unipolar pairs. Caller reported patient had great stimulation. No fall or trauma to the area, but the patient gardens a lot and bends over a lot.

Manufacturer narrative:
(B)(4).